Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 18390607, description: next generation anchor kit sterile the devices were not returned to bsn.

Event description:
A report was received that the patient was having some difficulty charging the ipg with the way it was settled in the pocket site. It was also reported that the physician explanted the clik anchor since it was thought that it had some infection. Symptoms were redness and slight drainage at the site. The physician confirmed that the infection was related to the procedure (MFR report #: 3006630150-2016 -00161). The patient underwent a procedure where the ipg was replaced per physician&#38112;preference. The patient was reportedly doing well postoperatively.